Event description:
It was reported that while the surgeon was using the instrument to ream for the center post, the tip of the instrument bent and was fractured. The surgeon was able to finsih reaming for then center post without any problem. There was no problem, complication, or adverse event to the patient. There was no foreign body retained by the patient. Instrument was found to be bent and fractured after the surgery by the nurse.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H6: component codes: mechanical (g04)- drill. Visual examination of the returned product identified one of the reamer tips is fractured and missing. Fracture analysis indicated fracture surface artifacts of shear ductile overload dimples suggest the shear overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.